Event description:
Two alveolus alimaxx-e esophageal stents were implanted into a patient for a refractory stricture post radiation treatment. This patient had metastatic cancer. In approximately two months, the physician observed tissue in-growth into the distal end of the most distal stent. The physician decided to remove both stents because of the tissue in-growth. The physician successfully removed the most proximal stent but could only remove 40% of the second stent where the tissue in-growth was observed. The doctor then placed two bsc polyflex stents back into the lumen. In four weeks, the patient developed a te fistula. The doctor removed the bsc polyflex stents and the remaining 60% of the alimaxx-e stent. The bsc polyflex stents were then placed back into the patient for the te fistula.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis investigation is not available, and are not able to determine the relationship between this device and the cause of this event. Alveolus is unable to review the manufacturing processing records for this stent since a lot number is not available. A six-month alimaxx-e product family complaint trend analysis, inclusive of all failure modes, was reviewed; no unfavorable trend was noted for this product.